Event description:
During a posterior fusion procedure, a 7.5mm x 40mm mis cannulation polyaxial screw disassembled while the surgeon was advancing the implant. The screw was successfully removed and replaced with a new screw of the same type. The procedure was completed without further issues. There was no procedural delay, and no patient complications occurred.